Manufacturer narrative:
The initial report was submitted with the wrong serial number . The correct serial number has been added with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. Customer¿s blood glucose level was 356 mg/dl. Customer also reported that the insulin pump squirts insulin during manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm or alert. Customer stated that they were stuck in rewind complete or bolus delivery loop. Customer refused to troubleshoot. The device will be returned for analysis.